Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing impedance measurements and increased pacing threshold measurements resulting to loss of capture. No asystole was noted since right ventricular pacing was available. The physician suspected an lv lead dislodgement or fracture. Furthermore, the patient complained of worsening dyspnea and decreasing physical condition. At this time, the lv stimulation-output has been reprogrammed to achieve biventricular stimulation and no phrenic nerve stimulation was noted at the output voltage. The patient was scheduled for admission and lv-lead revision. Attempts to obtain additional information were unsuccessful. This lead remains in service. No adverse patient effects were reported.

Event description:
Additional information received confirming that this lv lead was surgically abandoned since it could not be extracted. The patient received a new lv lead which was working properly. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.